Event description:
The customer reported that the operator attempted to disconnect the needle from the inletline and the luer broke. Due to (B)(6) personal data protection laws, the patient information is not available from the customer. The disposable kit is not available for return because it was discarded by the customer. This report is being filed in response to the customer filing a (B)(6) report with their local authorities.

Manufacturer narrative:
Investigation: the disposable set was unavailable for return and investigation. A review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. Root cause: the failure of luer connectors to release is likely to be related to a manufacturing concern. The assembly of the luer is a manual procedure. The operator may have applied excessive solvent during assembly or did not allow sufficient time or utilizing the drying process properly before connecting the luer's. These manufacturing concerns can cause a locked luer. Corrective action: manufacturing staff were made aware of this issue and retrained to the appropriate procedures.